Event description:
The reporter states that he tested the patient and obtained a 177mg/dl blood glucose result on the accu-chek compact plus meter in comparison to a 79mg/dl lab result. The results were obtained within 10 minutes. No action was taken based on the results. No adverse event reported. New system sent to customer and return requested.